Event description:
It was reported with that before use of the bd insulin syringe with bd ultra-fine¿ needle the package label does not match the dose units of what is stated on the product blister pack. Twenty five boxes were reported in this condition.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported with that before use of the bd insulin syringe with bd ultra-fine¿ needle the package label does not match the dose units of what is stated on the product blister pack. Twenty five boxes were reported in this condition. Investigation summary: customer returned (1) shelf carton of 3/10cc, 12.7mm, 30g syringes from lot # 8099603. All poly bags in the shelf carton also are from lot # 8099603. Customer states that the outer box states doses up to 100 units but the packages inside the box doses up to 30 units. The returned shelf carton was examined and all exhibited ¿doses up to 100 units¿ printed on the shelf carton. All poly bags were also examined and all exhibited ¿doses up to 30 units¿ printed on the poly bags. The shelf carton is incorrectly printed and should have the same verbiage as on the poly bags, ¿doses up to 30 units.¿ a review of the device history record was completed for batch# 8099603. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Severity: s1 ranking. A complaint history check was performed and this is the 4th related complaint for label information incorrect (shelf carton) on lot # 8099603. Investigation conclusion: based on the samples / photo(s) received bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: situation analysis has been opened to address this issue. A definitive root cause has not been determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with that before use of the bd insulin syringe with bd ultra-fine¿ needle the package label does not match the dose units of what is stated on the product blister pack.